Event description:
Procedure: not known. Reportedly, during the surgery, the insulation melted and some of the particles remains on the tissue. The patient sex and the surgical procedure was not reported.

Manufacturer narrative:
Attempts have been made to ascertain additional information about incident. The file will be updated as soon as additional information is received.